Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01227, -01229. This report will be updated when the investigation is complete.

Event description:
Allegedly the patient suffered fracture post initial surgery, open reduction was performed; infection occurred (right).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.